Event description:
A friend or family member of the patient reported that the patient had a couple seizures within 4 days of implant on (B)(6) 2015. On (B)(6) 2016 the patient also had a more recent seizure, with it being stated that they gradually went off their seizure medication, but after 10 days of being off the medications they had another seizure. The patient is back on their meds and are fine when they take them. It was stated that the patient also had a "very small bleed" at the same time, which has cleared up completely. However, the implant has helped the patient, with it being noted that they were in a wheelchair before but are now walking with a walker. The patient has limited movement but has a paracycle to help. Indication for implant is parkinson's dualand movement disorders.

Manufacturer narrative:
Device code removed upon further review and a new device code added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.